Event description:
It was reported via repair work order that the gatch section of the litter had a weld break with accessible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.